Manufacturer narrative:
(B)(4). It was reported by the customer that the actual device involved in this complaint was "misplaced or thrown away". A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. However, samples of current production (material (B)(4)) were reviewed and inspected functionally according to tp0145 (leak test) and no issues were found. A device history record investigation shows that the product was assembled and inspected according to our specifications. No corrective actions can be established at this moment since the device sample is not available for evaluation. The device sample is necessary to perform a proper investigation in order to determine the root cause and any corresponding corrective actions. Customer complaint cannot be confirmed based only on the information provided. If the device becomes available at a later date this complaint will be re-opened.

Event description:
Customer complaint alleges the ventilator failed due to excessive leak between circuit and expiratory cassette. Alleged defect was detected during a pre-use check. It was reported that product was not used on patient. No report of delay in treatment.